Manufacturer narrative:
(B)(4). Device / parts will not be returned for evaluation.

Event description:
It was reported that the rn in the cardiac care unit was calling concerning a patient (pt.) That had just arrived from another facility with a 34cc competitor's intra-aortic balloon (iab) inserted. They immediately started to get helium loss alarms within a minute of startup and it continued to do so. There were no issues with the competitor's pump. There was no blood in the gas tubing. The pt. Is stable at this time. The clinical support specialist (css) first verified that there was no blood in the gas tubing and that they had checked all connections for leaks. The css then walked the rn through a leak test which indicated that the leak was coming from the adaptor connecting the competitor's iab to the arrow pump. The rn explained to the css that the current adaptor has been reused several times now. The css explained to the rn that the o-rings can dry out and crack, thus not sealing as they should. The o-ring was switched out for a new one. The css stayed on the phone for an additional five minutes to verify that it did not happen again. There was a delay of about 10 minutes to get the pump up and running and the rn verified to the css that there had been no impact to the pt. The css received no further calls.

Manufacturer narrative:
(B)(4) device evaluation: no iabp parts or recorder strips were returned to teleflex (B)(4) for evaluation. The issue was with the customer reusing one of our connectors' for the competitor's iab to be connected to our pump. This could possibly create a loose connection between the connector and the iab triggering a helium loss alarm. It is the competitor's responsibility to provide the proper connector for their iab to be connected to our pump. The connector was switched out and there were no further alarms triggered. There was no issue with the pump. A device history record review was conducted for the iap lot/serial numbers with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "helium loss alarm" is confirmed based on the information provided to the css. The issue was not with the pump, but with the reusing of a teleflex connector for the competitor's iab to be connected to our pump. This is a user error.

Event description:
It was reported that the rn in the cardiac care unit was calling concerning a patient (pt.) That had just arrived from another facility with a 34cc competitor's intra-aortic balloon (iab) inserted. They immediately started to get helium loss alarms within a minute of startup and it continued to do so. There were no issues with the competitor's pump. There was no blood in the gas tubing. The pt. Is stable at this time. The clinical support specialist (css) first verified that there was no blood in the gas tubing and that they had checked all connections for leaks. The css then walked the rn through a leak test which indicated that the leak was coming from the adaptor connecting the competitor's iab to the arrow pump. The rn explained to the css that the current adaptor has been reused several times now. The css explained to the rn that the o-rings can dry out and crack, thus not sealing as they should. The o-ring was switched out for a new one. The css stayed on the phone for an additional five minutes to verify that it did not happen again. There was a delay of about 10 minutes to get the pump up and running and the rn verified to the css that there had been no impact to the pt. The css received no further calls.